Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during an unspecified breast surgery, it was noticed that the lumen of a 550cc mentor tissue expander was blocked which did not allow for the injection fluid to be entered into the tissue expander. A second device was available during surgery which was used instead. The device did not touch the patient and was not implanted in the patient.